Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found on issues. The bed siderails functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the siderail went down on its own (siderail not latching). The bed was located at the account in room 611312. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).